Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was exhibiting lead noise that might be an arrhythmia. Programming changes were discussed.

Manufacturer narrative:
Per new information received - date of birth should be (B)(6) not (B)(6) as previously reported.

Event description:
New information received noted that programming changes were performed on 06 nov 2019. There were no patient consequences.